Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled. Blood was in/on the helix/lobe mechanism. Damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during implant attempt, the physician could not get a stylet to pass to the end of the lead when the lead was in the venous system and heart. When the lead was removed and straightened, the stylet could easily pass. The lead was replaced. No patient complications have been reported as a result of this event.